Event description:
(B)(6) (also spelled (B)(6) and (B)(6) throughout the call spelling confirmed via phonetic spelling by caller: (B)(6)). Phone number: (B)(6). Mother had 2 pacemakers. 1 on right side of chest. 1 on left side of chest. At (B)(6) hospital in (B)(6), (B)(6). Manufacturer- boston scientific. Mother passed away in (B)(6) 2025 from malfunctions devices. Per consumer. Transferred the case to cdrh/complaint medical issue/malfunction. Consumer requesting a call back and he will supply information/ add'l proof of claim. He does not have access to a computer. Caller identifying himself as a whistleblower is requesting foia information related to previously submitted complaints regarding a malfunctioning pacemaker (boston scientific) that he alleges contributed to his mother's untimely death and is requesting. Customer type: whistleblower or confidential source. Specific problems or requests: the caller, (B)(6), identifies himself as a whistleblower and states that his mother died as a result of a malfunctioning pacemaker, which he attributes to boston scientific and associated healthcare providers in (B)(6). He alleges that he has submitted multiple prior complaints to the FDA regarding this matter. He is requesting: (1) a freedom of information act (foia) return call to obtain records of his previously submitted complaints, and (2) a callback from FDA's investigative unit to file a formal complaint regarding attorneys in (B)(6) and(B)(6) whom he alleges are intentionally limiting tort recoveries for affected individuals, including himself as a whistleblower. When the issue started/occurred: the caller does not provide a specific date for his mother's death or the original pacemaker malfunction. He references having submitted complaints "many times" prior to this call, suggesting an ongoing matter predating this interaction. Steps already taken by customer: the caller states he has submitted multiple prior complaints to the FDA regarding the pacemaker issue. He also states he has received some information from the FDA previously, for which he expressed gratitude during the call. Pt: 1924. Device: 3023. Ref: mw5187527.